Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt had a driveline infection and was surgically debrided. The pt is on suppressive antibiotics and is reportedly doing well.

Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. Based on the info available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of the reported event. A review of device history records showed no deviations from manufacturing or qa specifications. No further info is available. The MFR is closing its file on this event.